Event description:
The pt developed on infection in tooth location #36 and the doctor reported the fixture was loosing after being implanted for 3 months. Dentist indicated infection as contributing factor for removal of implant pt has poor oral hygiene.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned pvd duct has been found to be within spec. Therefore, the implant failure is most likely due to causes other than product, such as surgical mistake, pt medical history, bone condition, or pt behaviour.